Event description:
On 09/10/2025, a sales representative reported via phone that an ar-2324kbcsp swivelocks eyelet broke off during a rotator cuff repair on (B)(6) 2025. The patient's bone was not that hard, and no device was used to prepare it for insertion. The fragment was retrieved from the patient. There was no delay in the case. The case continued using a punch to prepare the bone and an ar-2324kbcc.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.